Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that telemetry with the programmer's radiofrequency head had sixty cycle noise. It was recommended that the radiofrequency head be replaced. The status of the programmer is unknown. No patient complications have been reported as a result of this event.